Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the procedure it was found that the catheter had no side port, making it impossible to push or withdraw fluid, and the operator of the department reopened the package to remove the port holder and use it in order to complete the surgery successfully and placed the port according to the standard implantation process, and the surgery was completed successfully. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During preparation, it was found that the catheter had no side port, and could not be used, and the operator of the department reopened the package to remove the port holder and use it in order to complete the surgery successfully and placed the port according to the standard implantation process, and the surgery was completed successfully. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a clinician holding the catheter in which the distal end is showed by rolling the catheter, it is unclear if the valve is present or absent as the provided video is not clear enough to confirm the reported event. The manufacturing site evaluation site states, the review in the regular process indicated that the valve may be present in the catheter and not be visible to the naked eye, within the regular process the catheter has a filler after the cut which could give the appearance that the valve cut is missing. Therefore, the investigation is inconclusive for the reported valve missing issue ,suction issue and difficult to flush issues as the provided evidence was not sufficient enough to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.